Manufacturer narrative:
E1:(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had an occasional blackout. The issue was identified during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable breakage, interference occurred in the image, and the color became abnormal. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the broken cable caused interference in the image and abnormal color. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No other additional information from the customer.